Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 1000 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer had symptoms of throwing up. Customer was hospitalized for two days was wearing insulin pump at the time of hospitalization. Customer's blood glucose was high due to no delivery. After troubleshooting it was found that no delivery was due to reservoir / set occlusion and insulin pump was working as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.